Event description:
The customer reported that an alarm did not function when a patient was in distress. The patient was being monitored on an mp50.

Manufacturer narrative:
The customer reported that after a patient had returned from the or and was being monitored on a philips mp50 device, the alarms did not function during an event. The patient was successfully resuscitated. Upon investigation by a philips field service engineer (fse), it was determined that this was not a product malfunction, as the sp02 was set to "off" by the customer. Philips considers that the failure of the hospital clinicians to turn the sp02 monitoring "on" was a factor in the delay before resuscitation of this patient. There was a delay in the philips factory being notified of this event.